Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. Also was involved ceb231210/14446367. (B)(4). Images are not available for analysis. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel. According to the IFU, the anatomical requirements for iliac branch component (ibc) is minimum common iliac diameter of 17 mm at the proximal implantation zone of the ibe.

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and gore excluder iliac branch endoprosthesis (ibe) to treat a left common iliac artery aneurysm. It was reported that the control angiography at the end of the procedure determined the complete occlusion of the hypogastric artery and the left internal iliac component (hgb 161007/ 14533066) due to unintentional ballooning (kissing technique) of the limb of the iliac branch component (ceb231210/ 14446367). Reportedly, the diameter of the common iliac artery where the iliac branch component was deployed was 17 mm, and the use of the balloon (unknown) at the level of the contralateral gate caused the collapse of the gate. The physician tried to restore the gate but was unsuccessful and chose to complete the procedure as it was. A gore viabahn endoprosthesis (pah081002/unknown) was implanted distal to the internal iliac component in the gluteal artery because the left internal iliac artery was aneurysmatic at the origin. After the deployment, the gate of the ceb231210/14446367 and the overlapping of the hgb161007/14533066 with the pah081002/unknown have been dilated with pta balloons (for the gate 14 x 2 cm and distally with 8 x 4 cm). The procedure was completed with a good flow in the internal iliac artery. The diameter of the patient's common iliac artery was reported to have contributed to the event.